Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). An absorb scaffold was placed in the distal rca and a 3.5 x 15 mm xience alpine stent was placed in the mid rca. A 3.5 x 33 mm xience alpine stent delivery system was being advanced to treat the proximal rca when it could not cross through a previously placed stent. As the device was being removed, the guiding catheter pushed forward and flared the proximal end of the stent implant and the stent became loose. A snare device was advanced to secure the stent on the catheter; however, when it got to the sheath at the access site, the stent dislodged. Several attempts with the snare device were made to remove the dislodged stent but it could not be removed so a surgeon was called in and a cut down was performed to remove the stent. No additional information was provided.